Manufacturer narrative:
B5 - narrative information. H10 - related report numbers. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that there were no records of a coagulation disorder that might have contributed to the patient's thrombi. The patient had high pulmonary resistance pre-operatively. Pulmonary thromboembolism was considered. According to a pre-operative computed tomography (CT) scan and echocardiogram (echo) examinations, no pulmonary thromboembolism was diagnosed, thus high pulmonary resistance was diagnosed to be caused by left ventricular dysfunction from 2021. An ultrasound of the peripheral, carotid, and vertebral arteries did not show thromboembolism. A pre-operative echo showed no spontaneous echo contrast (sec) or thrombus. Echo examination in the ICU showed a large left ventricle that was non-responsive to increasing speed. The patient's flow decreased significantly two hours post-operatively while they were in the ICU, without any change in set speed. The flow went as low as 0.0 lpm. They were immediately transferred to the or for pump exchange. No thrombus or trabeculi were observed in the left ventricle after coring it during surgery. The pump and outflow graft were found to be totally thrombosed. The pump was exchanged to a new heartmate 3. The patient passed away on (B)(6) 2024, post-operative day 5.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter address line 1: hülya sok. N°37/6. Section e1: reporter name: (B)(6) .

Event description:
It was reported that after implant the patient had a decrease in flow in a short period of time after admission from the ICU from the or. The patient's hemodynamic condition was deteriorating despite inotrope management or increase in rpm. An echocardiogram (echo) confirmed a large left ventricle without reaction to increased rpm. The team decided to return to the or. During revision of the left ventricular assist device (lvad) system, multiple fresh thrombi were noted. The team decided to exchange the pump.

Manufacturer narrative:
B2: oucomes corrected. D4: catalog number corrected. D9: device return status corrected. H6: health effect clinical code corrected. Manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed thrombosis. Examination of the blood-contacting surfaces revealed a deposition in the distal end of the inflow cannula. These texture and color of the deposition appeared consistent with an ingested thrombus. The origin of this thrombus could not be determined through this investigation. Additionally, dark red/black, partially dried, tissue-like denatured blood was observed within one of the rotor vanes, and within the pump cover interior. Of note, the submitted video showed coagulated blood depositions removed from the outflow graft. The observed formations in the rotor vane, pump cover interior, and outflow graft appeared to have developed as a result of poor surface washing due to an interruption in flow through the pump caused by the ingested thrombus formation. The sequence of events captured in the submitted and retrieved log files is also consistent with thrombus being ingested into the pump during support. Visual examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the death was considered to be related to the thrombosis complication that occurred on the patient's original pump. Since the pump thrombosis occurred early post-operatively, the patient had no thromboembolic or coagulation disorders before the case, and there was no mural thrombi or trabeculae observed in the left ventricle after coring, the center considered the complication and death to be device related. The original pump did not operate as expected due to the early pump thrombosis. The new pump operated as expected.